Event description:
A malfunction was reported on the customer's pump, displaying a malfunction 1 code. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided instructions on resetting the pump and ensured logs were uploaded for investigation. Technical support arranged to send a replacement pump with updated software and confirmed the shipping details. The customer was guided on putting the pump into storage mode, returning it to tandem, and was informed about programming their settings into the new pump. The customer acknowledged and understood all instructions, and a replacement pump was sent.